Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-venous forearm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-venous forearm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter first name updated e1 - initial reporter last name updated the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 15mm proximal from the distal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-venous forearm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.